Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082719) on 31-jan-2019. The most recent information was received on 16-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("I began having pelvic cramping that felt like menstrual cramps/ pain / I still had considerable pelvic pain/ stabbing pain from within-feels like its on the inside of my skin/pain when twisting, stretching") and uterine inflammation ("inflammatory disease of uterus") in a female patient who had essure (batch no. A22177) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included twin pregnancy and parity 2. Concurrent conditions included local anaesthesia and exercise excessive. Concomitant products included cholecalciferol (vitamin d3), curcuma longa, fluoxetine hydrochloride (prozac), multivitamins, plain and silybum marianum. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criterion medically significant), arthralgia ("left hip pain"), abdominal distension ("I still had considerable bloating"), swelling ("swelling/swelling during period"), dysmenorrhoea ("my periods began to be so painful / the periods were incredibly painful, menstrual cramp"), amnesia ("short term memory loss"), depression ("depression"), anxiety ("anxiety"), muscle spasms ("muscle spasm under my ribs"), dyshidrotic eczema ("dyshidrosis of the arch on my right foot (blistering eczema) and on my left hand"), dysphemia ("speech stutter (stutter, couldn't get words out))"), menopause ("I was told this was due to perimenopause"), feeling abnormal ("I also began to experience severe brain fog"), weight loss poor ("inability to lose weight"), pubic pain ("pubic bone pain"), cognitive disorder ("congregative decline (concentrations, problem solving, math)"), polymenorrhoea ("periods becoming every 21 days"), menorrhagia ("lasted 8 days"), bedridden ("bedridden"), adenomyosis ("adenomyosis"), abdominal pain ("abdominal pain"), pain of skin ("stabbing pain/feels like inside my skin") and mass ("mass"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy to remove the mass and essure.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal distension and feeling abnormal had resolved, the uterine inflammation, arthralgia, swelling, amnesia, depression, anxiety, muscle spasms, dyshidrotic eczema, dysphemia, menopause, weight loss poor, pubic pain, cognitive disorder, polymenorrhoea, menorrhagia, bedridden, adenomyosis, abdominal pain, pain of skin and mass outcome was unknown and the dysmenorrhoea had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, adenomyosis, amnesia, anxiety, arthralgia, bedridden, cognitive disorder, depression, dyshidrotic eczema, dysmenorrhoea, dysphemia, feeling abnormal, mass, menopause, menorrhagia, muscle spasms, pain of skin, pelvic pain, polymenorrhoea, pubic pain, swelling, uterine inflammation and weight loss poor with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2013: negative. Hysterosalpingogram - in (B)(6) 2013: fallopian tubes were successfully blocked. Ultrasound testes - in (B)(6) 2013: mass. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082719) on 31-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("I began having pelvic cramping that felt like menstrual cramps/ pain / I still had considerable pelvic pain/ stabbing pain from within-feels like its on the inside of my skin/pain when twisting, stretching") and uterine inflammation ("inflammatory disease of uterus") in a female patient who had essure (batch no. A22177) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included twin pregnancy and parity 2. Concurrent conditions included local anaesthesia and exercise excessive. Concomitant products included colecalciferol (vitamin d3), curcuma longa, fluoxetine hydrochloride (prozac), multivitamins, plain and silybum marianum. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criterion medically significant), arthralgia ("left hip pain"), abdominal distension ("I still had considerable bloating"), swelling ("swelling/swelling during period"), dysmenorrhoea ("my periods began to be so painful / the periods were incredibly painful, menstrual cramp"), amnesia ("short term memory loss"), depression ("depression"), anxiety ("anxiety"), muscle spasms ("muscle spasm under my ribs"), dyshidrotic eczema ("dyshidrosis of the arch on my right foot (blistering eczema) and on my left hand"), dysphemia ("speech stutter (stutter, couldn't get words out))"), menopause ("I was told this was due to perimenopause"), feeling abnormal ("I also began to experience severe brain fog"), weight loss poor ("inability to lose weight"), pubic pain ("pubic bone pain"), cognitive disorder ("congenative decline (concentrations, problem solving, math)"), polymenorrhoea ("periods becoming every 21 days"), menorrhagia ("lasted 8 days"), bedridden ("bedridden"), adenomyosis ("adenomyosis"), abdominal pain ("abdominal pain"), pain of skin ("stabbing pain/feels like inside my skin") and mass ("mass"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy to remove the mass and essure.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal distension and feeling abnormal had resolved, the uterine inflammation, arthralgia, swelling, amnesia, depression, anxiety, muscle spasms, dyshidrotic eczema, dysphemia, menopause, weight loss poor, pubic pain, cognitive disorder, polymenorrhoea, menorrhagia, bedridden, adenomyosis, abdominal pain, pain of skin and mass outcome was unknown and the dysmenorrhoea had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, adenomyosis, amnesia, anxiety, arthralgia, bedridden, cognitive disorder, depression, dyshidrotic eczema, dysmenorrhoea, dysphemia, feeling abnormal, mass, menopause, menorrhagia, muscle spasms, pain of skin, pelvic pain, polymenorrhoea, pubic pain, swelling, uterine inflammation and weight loss poor with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2013: (B)(6). Hysterosalpingogram - in (B)(6) 2013: fallopian tubes were successfully blocked.. Ultrasound testes - in (B)(6) 2013: mass. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.